Manufacturer narrative:
The electrode tray was replaced under warranty and returned to product analysis center (pac) for evaluation. The pac technician verified the reported issue. The cause of the reported issue was determined to be customer abuse. The device remains with the customer. Electrode tray was archived by stryker.

Event description:
The customer contacted stryker to report that their defibrillation pads were broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their defibrillation pads were broken. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.